Event description:
Reference number (B)(4). Event occurred in bahrain. It was reported that patient faced infusion set issue on (B)(6) 2026. The patient reported adhesive patch was not adhering on the first day of insertion in the abdomen. No further information available.